Event description:
Information received by medtronic indicated that insulin pump received motor error. Customer was able to clear the alarm and pump rewind. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). On the event date (B)(6) 2022. Customer returned insulin pump for an alleged motor error alarm. Insulin pump passed the displacement test and rewind test. However, insulin pump received with motor error alarm during the basic occlusion test. Unable to perform prime, compromised force sesnsor system alarm test, excessive no delivery test and occlusion test due to motor error alarm. Insulin pump history download using thds was successful. However, insulin pump confirmed at the insulin pump history file event date and time of alarm: (b)(6_ 22 06:17:25 alarm #43 motor error, normal bolus. Insulin pump was cut, open and inspected no moisture damage or component damage found inside the insulin pump. Test reservoir lock properly inside the reservoir tube. The motor was tested outside of the device and passed. The following were noted during visual inspection: cracked reservoir tube lip and missing endcap sticker. Confirmed motor error alarm during the basic occlusion test due to loose, flush drive support disk. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom